Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of low battery alert, motor error alarm, off no power alarm, weak battery and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was in the 90's mg/dl. The mother stated that her son had battery issues on the pump. The mother stated that the pump loses power quickly. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The insulin pump will be returned for analysis.